Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 500mg/dl. Troubleshooting was performed. The customer stated that the infusion sets were not securely attached to his body when his glucose was high. The date/time was incorrect. The programming and the daily totals were correct. Ran a fixed prime test and passed. No further information was provided.